Event description:
It was reported that the amvisc system came apart, between the luer lock and syringe. This occurred during preparation for use and there was no patient contact or injury.

Manufacturer narrative:
According to the initial reporter the reported problem was noticed with 3 units from the same lot. However, the exact number of events/procedures associated with the 3 units or specific event dates have not been provided. Additional information has been requested. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.